Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The atrial lead exhibited loss of capture and loss of sensing. A chest x-ray revealed the lead dislodged. No intervention was reported and the patient would be monitored.